Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to obtain add'l info regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the pump in style transformer housing came apart at the seams.